Event description:
It was reported that the impedance of the right ventricular lead began to rise about six months ago and was now high. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.